Event description:
It was reported to ge that the pt fell off the table while the operator was looking away from the table. Apparently, the pt indicated he had soreness in his back after the fall. The site has ordered restraining straps for use on this table.